Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window and a stained end cap sticker.

Event description:
It was reported that the customer's insulin pump sustained physical damage, including multiple cracks and a broken reservoir compartment. The customer's blood glucose was 252 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.